Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified nonspecific irregular lucency seen in the proximal medial tibia, some of which appear periprosthetic, but most of which does not. This does not appear as loosening or infection. Given at a single time point, variations in trabecular markings or posttraumatic/postsurgical changes could account for the finding and the appearance could be within normal limits. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown femoral component, unknown tibial tray. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial knee arthroplasty. The surgeon reported unusual abrasion can be seen on the x-ray post implantation. The surgeon also reported unusual lysis below the tibia. Attempts have been made and additional information on the reported event is unavailable at this time.